Event description:
It was reported that the system completely lost functionality during a pm, due to a defective power supply. This would result in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the low voltage power supply. The system operates as intended.